Event description:
During drilling, the twist drill broke off in the patient's jaw and was unable to be retrieved. No second surgery is scheduled to remove the remaining piece from the patient's jaw.

Manufacturer narrative:
Device is not available for evaluation. However, upon further investigation, it was reported the surgeon operating the twist drill was using a stryker cordless power driver 2 instead of a device manufactured by klm that is intended for use with the twist drill stated within this report. As stated in the product insert that accompanies all our twist drills, "serious injury to personnel and/or damage to the equipment may result if this twist drill is used in a hand piece that it was not designed for". If further info is acquired that adds value to the content of this report and/or a valid conclusion can be drawn, a follow-up report will be sent.